Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted via a sheath into the pt's femoral artery. The iab became stuck in the sheath upon insertion. As a result, the iab was removed from the sheath and another iab was inserted without difficulty. As a result, therapy was delayed and/or interrupted. There is no info on how long the delay or interruption occurred. There were no reported pt complications or injury. The pt is ok.